Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening linear on patch and white calcification outer device leak test and microscopic analysis was performed which identified: striated opening on patch and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV (deflation discovered at explant).

Event description:
Healthcare professional reported left side "rupture" of a saline device and "blood found in pocket" discovered at explant. The device has been explanted.

Manufacturer narrative:
Device evacuation: visual analysis of the returned device identified: opening, crease. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: rupture: observed, opening striated edge opening on anterior assessed as surgical damage. Hemorrhage/bleeding: unable to confirm as it is a medical event not related to the device. Additional, changed, and/or corrected data: updated device analysis.

Event description:
Healthcare professional reported left side "rupture" of a saline device and "blood found in pocket" discovered at explant. The device has been explanted.